Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 & a6: unknown/ requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to march 9, 2026. Section d4: model number: unknown, as the serial number was not provided. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown/not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided section d6a: if implanted, give date: unknown/ requested but not provided. Section d6b: if explanted, give date: unknown/ requested but not provided. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: unable to conduct the complaint historical review as no serial number was received. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an unknown odyssey was explanted due to the patient not being happy with glare, halo, and near vision. The patient had a toric, and the planned axis ended off. It was corrected with glasses, but the patient was still not happy. No further information was provided.